Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician had successfully deployed an the express2 4.0 x 12 stent in the distal rca. He then attempted to advance another express 4.0 x 12 to the mid rca and encountered crossing difficulties. The stent dislodged and remains in the pt. The pt's status is reported to be "satisfactory/good." No additional info is available regarding this event.